Manufacturer narrative:
All corrective actions will be handled under the nc# (B)(4). The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Internal reference #: (B)(4). Autonumber: (B)(4).

Manufacturer narrative:
A service order was not sent to the designated complaint unit (dcu), but it was confirmed that the flow measurement board (fmb) was replaced. Probable causes could be determined by investigations by life cycle engineering (lce) of identical fmb¿s in other complaints. According to investigation report lce 2827 (investigation performed on 2015-11-18, refer to complaint (B)(4)) the capacitor c2 had a short circuit. Due to that the ¿-12 v failure¿ appeared and the fuse f1 was triggered. According to lce 3852 (investigation performed on 2018-07-12, refer to trackwise (B)(4)) the fmb was damaged by a service technician. When removing it the soldering joint of potentiometer pot3 was broken. Other malfunctions of the fmb, the rotaflow drive or wires would lead to the error messages ¿----¿or ¿-**-¿ on the flow display. Thus other components can be excluded as probable root cause. The failure could be confirmed.

Event description:
Internal reference #: (B)(4). Autonumber: 19-0278.

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
(B)(4). During use on the patient the error message "txrx error" was displayed and the pump stopped. The device was exchanged one while using the hand crank. No adverse effect to the patient.